Event description:
Pt reports lack of effect with synvisc one. He received his second injection of synvisc one 3 months ago and has not seen relief in knee pain this time. Diagnosis or reason for use: m17.12.